Manufacturer narrative:
2011158-2017-00006 is associated with argus case (B)(4), biotene original oral rinse. Initial report filed under manufacturer number 2011158-2017-00006, this number has since been changed. All follow up reports will be submitted under the current manufacturer number. Is associated with argus case (B)(4) biotene original oral rinse.

Event description:
Her (B)(6) year old mother swallowed a small portion of biotene dry mouth oral rinse 33.8 ounce product [accidental device ingestion]. Experienced coughing [cough]. Experienced facial pressure [facial pain]. Experienced aching teeth [toothache]. Experienced coughing that led to throwing up [vomiting]. She ended up having sinus infection [sinus infection]. Case description: on an unknown date, the patient started biotene original oral rinse (savannah). On (B)(6) 2017, an unknown time after starting biotene original oral rinse (savannah), the patient experienced cough, toothache and vomiting. On (B)(6) 2017, the patient experienced facial pain. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On (B)(6) 2017, the outcome of the vomiting was recovered/resolved. On an unknown date, the outcome of the accidental device ingestion, toothache and accidental ingestion of drug were unknown and the outcome of the cough was recovering/resolving and the outcome of the facial pain was not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, cough, facial pain, toothache and vomiting to be related to biotene original oral rinse (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the adverse event information was received on (B)(6) 2017. Consumer stated that her (B)(6) year old mother swallowed a small portion of biotene dry mouth oral rinse 33.8 ounce product (accidental device ingestion) (accidental ingestion of drug). Daughter reported that mother experienced coughing that led to throwing up, aching teeth and facial pressure on (B)(6) 2017. Consumer reported that mother stopped throwing up and the coughing was less today (B)(6) 2017. Consumer would contact mother's health care professional and agreed to consent letter. Lot number was 6d13c1 and expiration date was 31 march 2019. Follow up information was received on 08 march 2017 via returned consumer authorization form. The consumer declined for follow up with health care professional. The consumer reported that she ended up having a sinus infection and was currently fine. The event of sinus infection was added. For sinus infection the onset date and outcome was unknown. It was unknown if the reporter considered sinus infection to be related to biotene original oral rinse (savannah).